Manufacturer narrative:
The customer did not report any issues with qc or calibration. No other analytes are affected. Hotline instructed the customer to perform monthly glucose cup cleaning maintenance and replaced the glucose cup stir bar. Per customer, maintenance was performed within scheduled dates. No records were provided. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report intermittent difference in glucose modular (glum) duplicate results generated on the unicel dxc 800 pro synchron chemistry analyzer units. The customer runs glum patients in duplicate mode. Glum initial result was 96 mg/dl and duplicate run result was 31 mg/dl. Confirmed result of 96 mg/dl from blood gas analyzer and was reported. The results were not reported out of the laboratory. Patient treatment was not impacted by this event.